Event description:
It was reported that the catheter has a blunt tip. Per conversation with complainant's wife on (B)(6) 2014, patient experiences bleeding every time he uses one of the catheters with a blunt tip. He has experienced urinary tract infections for which he takes cipro (ciprofloxacin). Patient has a follow up appointment with his urologist on (B)(6) 2014.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.